Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
It was reported that a peritoneal dialysis patient identified fluid on and underneath the cycler. The patient completed the prior treatment and did not observe any fluid. The cause of the fluid was unknown. The technical support representative advised the patient contact to discontinue use of the cycler. Follow up with the patient¿s clinic confirmed no complications were experienced as a result of the alleged event. The patient continued treatment with continuous ambulatory peritoneal dialysis. The patient has transitioned from the liberty select to the pdx cycler.

Manufacturer narrative:
The complaint sample is not available and the lot number of product involved is unknown. Therefore a system search was performed of the lots delivered to the patient, with a time frame of three months before of the event date from 02/06/18 thru 05/06/18 resulting in 3 lots. According to the system no product is available of the lots delivered to the patient, on distribution centers to be analyzed. The entire lots have been sold and distributed. The device history records of potential related lots were reviewed and no nonconformance reports or other abnormalities during the assembly of these lots were found. The product involved met specifications.